Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 125 ohms. No further testing/trouble-shooting was performed. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.